Manufacturer narrative:
Corrected data: upon further review, it was noted that zcb00 as a concomitant product was not indicated in section d10 (concomitant medical products). Also, it was determined that a more appropriate device code would be cartridge damaged, instead of dc-cartridge crack. Per procedure amo-04-d024, jjsv reported complaint codes, cartridge crack is a separation of the material, whereas, cartridge damage includes material completely breaks away. Also dc-foreign material is removed as this definition describes material that is not part of the actual device or on the device. This supplemental report submission being submitted to correct these. Fields below updated. Section d10: concomitant medical products: zcb00, sn (serial number) unknown. Section h6: medical device problem code:1069. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that because of device code update, with information already provided in the 1st supplemental MDR report, it was determined that the event in this file has been downgraded and determined to be not reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in closing review, it was noted that the 2nd supplemental report submitted was inadvertently performed as report should not have been downgraded since event remains reportable. Only the codes should have been updated in that report. That device code should have been cartridge tip cracked/damaged instead of cartridge cracked, as it is more likely that the cartridge tip part of the cartridge ¿broke off¿ and went into the patient¿s eye. Moreover, in section h6: medical device problem code (1069, noted as break) is incorrect and is being removed from report. Also, in section h6: component codes: 4755 in the initial report submitted was incorrect and should be 4742 (FDA code). This field is updated below. This supplemental report submission is being submitted to correct those information. Section h6: component codes: 4742 . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. .

Event description:
It was reported that a customer had an issue with a zcb lens today. Clarification noted that the cartridge broke into the eye. A piece of plastic from the lens cartridge broke off in the patient's right eye. Forceps used to removed broken piece. No damage to eye noted. No incision enlargement, no vitrectomy, no sutures done. Lens remains implanted. Patient doing very well no issues or complications. Cartridge placed in specimen cup to be sent to manufacturer. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: sept. 13, 2024. Section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection of the cartridge reveal a crack at at the cartridge tip. The cartridge tip and tube were discolored. The source or nature of the discoloring could not be determined through visual inspection. The discoloring may have resulted from interaction with surgical fluids. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon review, it was noted that in the initial MDR it was indicated that in section h10, it was listed that a4 is unknown, while it should have been a5. Also, in initial MDR, the UDI correct format should have been (01)(10)unknown, instead of (01)(21)unknown. This supplemental MDR is being submitted to correct previous information provided. Field below updated: section a5:unknown/ not provided. Asku. Section d4: primary unique device identification (UDI) number: (01)(10)unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.